Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The electrograms had railing noise. The doctor has explanted the system and replaced it with a transvenous system. There were no additional adverse patient effects.